Event description:
It was reported that during a da vinci procedure, the wire on cadiere forceps instrument broke. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable is broken at the distal clevis hub. The cable segment sticks out at the wrist. The distal clevis hub does not exhibit any wear. The other cables the at wrist are not damaged. Failure analysis investigation also found the following additional damages to the instrument: one distal idler pulley exhibits a mechanical indentation at the distal clevis hub. It was concluded that the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.